Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occur. Reportedly, the customer would change pump supplies to resolve the issue. In addition, it was reported that the pump was intermittently hot to the touch when charging despite being in room-temperature conditions. There was no reported impact to customer's blood glucose level. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.